Event description:
It was reported that during use of this drill in oral surgery, it got hot very quickly. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the drill was received for evaluation and the reported problem was verified. During testing, the drill became very hot related to rotor failure and the motor timing was found to be out of alignment. The handpiece instruction manual informs the user of the following: continually check drill and attachment for overheating. Discontinue use and return equipment for service as necessary. The recommended service interval for this drill and associated bur guards is every 6 months. Warning: failure to follow the service schedule could result in reduced instrument performance or overheating of the drill or guard. In addition, heavy use of the drill exceeding the duty cycle can cause the handpiece to overheat. Overheating can lead to possible burn or injury to the patient or medical personnel. The customer will be contacted with additional information regarding this product.